Event description:
It was reported that during initial set-up, the camera warming took more than 20 minutes, it was re-booted and set up without issues. However, during the case, there were four camera disconnect errors which were resolved by a hard reboot of the system and on two occasions the system reset itself. There was a delay of 30 minutes. No patient was involved. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence tracking camera, part number rob10025, serial unknown and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation, or field service report. A complaint history review for similar reported/confirmed complaints has identified prior events. A contributing factor could be software issues. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.